Event description:
The patient presented with a single unruptured aneurysm in the right middle cerebral artery (mca). The patient was treated with balloon remodeling, and a stent (subject device) was placed during coiling. The procedure was successful without any complications. An MRI taken six months post-procedure demonstrated asymptomatic in-stent restenosis of 40%. There was no clinical consequence to the patient. It was reported that the physician took no action to treat the restenosis.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The subject device remained implanted; therefore, physical analysis cannot be performed. A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. The reported event has been confirmed based on the information provided by the user facility. There is no indication from the investigation or information provided that the reported event is related to product specification nonconformance or misuse. There is also no indication that the neuroform device malfunctioned. The reported event reasonably suggests that the clinical event is anticipated in nature. Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
The patient presented with a single unruptured aneurysm in the right middle cerebral artery (mca). The patient was treated with balloon remodeling, and a stent (subject device) was placed during coiling. The procedure was successful without any complications. An MRI taken six months post-procedure demonstrated asymptomatic in-stent restenosis of 40%. There was no clinical consequence to the patient. It was reported that the physician took no action to treat the restenosis.